Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer was having issues installing the tenaculum forceps instrument onto universal surgical manipulator (usm4). The surgeon had already gone through three instruments, all with the same engagement issues. The customer had replaced the drape, but the issue persisted. The surgeon stated that either the instrument would not engage or when it engaged, the movement was off. The surgeon found at least one broken tenaculum forceps instrument with a wire poking out. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found several engagement issues on usm4 related to a tenaculum forceps instrument. The customer moved the instrument onto usm3 and instrument would not engage. The tse walked customer though a hard power cycle of the system, same issue was present after hard power cycle. The tenaculum forceps instrument failed to engage on the usm4 again after power cycle. The tse had the customer reseat the sterile adapter again on usm4, but the issue still persisted. The tse observed other instruments had no issue engaging on usm3 and usm4. The tse informed surgeon other surgical means may be necessary with this specific instrument not working. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with a 45 minute procedure delay due to the issue. After trying three tenaculum forceps instruments a prograsp forceps instrument was used to complete the case. The procedure lasted a total of three hours and eight minutes.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue, an investigation was completed to determine the cause of this reported event. The customer used a prograsp forceps in place of the tenaculum forceps instruments to complete the procedure. The three tenaculum forceps instruments were returned to isi for failure analysis testing. Instrument 1 - batch/lot number n10200921 0050: failure analysis investigations confirmed and replicated the reported complaint. For clarification, engagement failures occurred because the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032". Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Refer to the report under patient identifier (B)(6). Instrument 2 - batch/lot number n10200907 0067: failure analysis investigations confirmed the reported complaint. For clarification, engagement failures occurred because the instrument was found with a dislodged grip cable at the backend and a loose pitch cable. Upon visual inspection, the grip cable at the wrist was found loose. The grip input disk spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed, and the grip cable was found dislodged at the clamping pulley. Grip cable was not broken. The crimp of the grip cable was no longer seated in its slot at the clamping pulley. As a result, the cables at the wrist appeared to be damaged. The instrument was also found to have a loose pitch cable with no visibly broken cable at the wrist. The pitch input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed, and the pitch cable was found to be loose at the clamping pulley. Failure analysis found the primary failure of a dislodged grip cable at the proximal end and a loose pitch cable to be related to the customer reported complaint. Root cause of dislodged grip cable at the proximal end and a loose pitch cable is attributed to a component failure. An additional observation not reported was that the housing was removed, and the instrument was found with a cracked clamping pulley where the dislodged grip cable and loose pitch cable resided. Failure analysis found the additional failure of a cracked clamping pulley to be relate to the customer reported complaint. Root cause is attributed to the user, such as improper cleaning. Instrument 1 - batch/lot number n10200921 0062: failure analysis investigations confirmed and replicated the reported complaint. For clarification, engagement failures occurred because the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032". Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Refer to the report under patient identifier (B)(6). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation found several engagement issues on usm4 for the tenaculum forceps instruments related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video was available for review. This complaint is reportable malfunction event due to the following conclusion: it was reported that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, the reported issue could likely cause or contribute to an adverse event if it were to recur.